Event description:
The pt reported experiencing erratic blood glucose values for the past 3 weeks (values not provided). The pt reported changing the infusion set up to 4 times per day and he believes there is an issue with the infusion sets. He switched to another lot of infusion sets and had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No further info is available. Product was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occured outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.